Event description:
The customer obtained a false negative architect anti-hbc ii result for a 65 year old female patient. Sample ID (B)(4) generated non-reactive results when tested on two architect analyzer and positive on the roche hep b core assay. The customer further indicated the patient is known hep b positive and on treatment for the condition. No impact to patient management was reportable.

Manufacturer narrative:
The complaint investigation included in-house retained kit testing, review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review and device history record review. Return testing was not completed as returns were not available. Review of complaint activity and trending data did not identify any issues or trends. Device history record review did not identify any non-conformances or deviations for the reagent lot. A retained kit of reagent lot 20044be00 was tested in a sensitivity setup. All specifications were met and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Additionally, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to architect anti-hbc ii test results provided by the panel manufacturer. Reagent lot 20044be00 detected the same bleeds as reactive for the seroconversion panels. Based on this evaluation the sensitivity performance of the complaint lot is not adversely affected and performing acceptably. Based on our investigation, no systemic issue or deficiency with the architect anti-hbc ii reagent lot was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: all available patient information is included. Additional patient details are not available.

Event description:
The customer obtained a false negative architect (B)(6) result for a (B)(6) year old female patient. Sample ID (B)(6) generated non-reactive results when tested on two architect analyzer and positive on the roche (B)(6) core assay. The customer further indicated the patient is known (B)(6) positive and on treatment for the condition. No impact to patient management was reportable.